Event description:
Customer reported a low reservoir alarm on the insulin pump that she could not clear. She stated that she changed the battery and then received a battery out limit alarm. She was unable to clear the alarm with the escape and act buttons. The insulin pump had been dropped into the sink. The blood glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.